Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An empty opened foil, a detached needle and a labeled winding former with a suture of product code w9116, lot jk5dxdn were returned for analysis. During the visual inspection of sample, the swage and attachment area of the needle were as expected. The suture could not be dispensed since; it has begun with the process of degradation and the time of exposure of suture to the environment could not be determined. Also, the foil was examined for visual inspection and showed multiples wrinkles and holes in cavity on the top and bottom foil package (from outside to inside) due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of performance breakage suture pre-op, is a suture degradation; due to the improper handling of package.

Event description:
It was reported that a patient underwent a laparotomy on (B)(6) 2019 and a suture was used. During surgery, the needle and thread were not attached at swage point when the foil was opened. It was detached or separated. Upon evaluation of the returned device, it was found that the suture degradation process had begun. Multiples wrinkles and holes were found in the cavity at the top and bottom of the foil package. There were no adverse patient consequences reported.